Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 300-400 mg/dl the customer has always been in the high of 200 mg/dl. The customer also reported they got lost sensor alert on insulin pump. Customer was unable to continue troubleshoot for high blood glucose. The product was not returned for analysis.